Event description:
Analysis of the generator was completed on 01/07/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specification. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. The 'magnet swipes since fet' of the ram and flash data is set to '0' post fet. Five magnet activations were performed at the pa bench. Review of the ram and flash data downloaded from the pulse generator shows the correct number of magnet activations that were performed at the pa bench, 5 'magnet swipes since fet'.

Event description:
Initially, it was reported that the patient reported that she feels magnet stimulation for over an hour on occasion. The patient used the magnet to disable the device and the stimulation went away. The patient reported that this occurred in different environments. The physician confirmed that there were magnet activations at this time. The patient claimed she did not have her magnet at that time. Device diagnostics were within normal limits. The patient's device was programmed off which resolved the issue. The physician reported that the patient is high functioning and anxious about the magnet mode stimulation and that the patient feels the generator is malfunctioning. The patient was referred to the surgeon and is scheduled for generator replacement. No known surgical interventions have been performed to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.